Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety shield failed to cover the needle after use and the cap was manually pulled. This complaint was created to capture 1 of 4 related incidents of this event. The following information was provided by the initial reporter: "safety failed. Pulled cap manually."

Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally our evaluation of the device provided was unable to identify the reported needle shielding failure. Unfortunately without the ability to observe or duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety shield failed to cover the needle after use and the cap was manually pulled. This complaint was created to capture 1 of 4 related incidents of this event. The following information was provided by the initial reporter: "safety failed. Pulled cap manually".